Event description:
It was reported that this right atrial lead exhibited instances of noise due to an insulation break. Due to age of the patient the physician opted to continue monitoring and not replace the lead. This lead remains in service. No adverse patient effects were reported.